Manufacturer narrative:
(B)(4).

Event description:
It was reported that the end of the shaft of the suturefix broke during insertion. A backup device was available to complete the procedure. A 12 minute delay was reported with no patient impact noted.

Manufacturer narrative:
The condition of the device handle and push rod were found to be good. The condition of the suture indicates twisting has occurred. Rotating the suture anchor device in the bone may cause this type of device failure. Use of excessive force during the insertion can also lead to failure of the suture anchor or insertion device. The complainant did not provide information concerning the type and size of prep hole that was drilled which also has an effect on a successful repair. DHR review found no manufacturing deficiencies with this device. No root cause related to the manufacturing of this device can be established. Use error cannot be ruled out as a contributing factor to this event.